Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization. Customer's blood glucose level was 270 mg/dl. Customer advised the insulin pump gave them the morning insulin during the night and the night insulin during the morning. Customer advised the time on the insulin pump may have changed which resulted in the higher than normal blood glucose reading. Customer went into the emergency room as a result of the insulin pump giving them the wrong amount of insulin. Customer woke up with a seizure on 2 separate occasions. Customer advised they crawled into the kitchen and got juice, honey and then went to the hospital.